Manufacturer narrative:
Operator of device is unknown; no additional information was received. No product was returned, thus the reported problem could not be investigated and a root cause could not be determined. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that after the infusion was sealed, the next day of infusion showed that the line returned to the blood was not smooth. The heparin cap was cracked and not closed; and believed to have led to blood clogging. No patient injury was reported.